Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and non-guidant leads exhibited noise on the rate/sense channel that precipitated pacing inhibition.